Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed de novo lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. For pre dilation, the physician advanced the 1.5mm x 15mm apex flex balloon catheter. Upon the second inflation the balloon was inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been returned; therefore the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).